Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery and the motor position encoder error was confirmed in the history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. All operating currents were normal. No unexpected low battery or weak battery alarm noted. The device was also received without the original pump belt clip. No damage on belt clip slot noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The blood glucose at the time of the incident was 107 mg/dl. Also, a motor position encoder error alarm was found in the history. He also reported receiving a weak battery alarm after reinserting the battery. Troubleshooting was not able to resolve the issue. The customer stated he was able to rewind and prime but every time he delivered insulin, the motor error alarm would occur. The device was returned for analysis.